Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient wearing the lifevest in the hospital at the time of passing. It was reported that the patient's death was cardiac related. Review of the download data, indicates the patient received one shock in response to nonsustained ventricular tachycardia (nsvt). The patient was treated at 20:44:12. The patient's rhythm was svt at 190 bpm with nsvt at 200 bpm, and the post-shock rhythm was svt at 190 bpm with nsvt degrading to vf (ventricular fibrillation). The patient received an additional appropriate treatment at 20:45:03. The patient's rhythm at the time of the treatment was vf, and the post shock rhythm was vf with ECG interference. The device properly detected vt (ventricular tachycardia) from 20:22:37 to 20:24:14. However, the hr was at or below the treatment threshold. Therefore, the patient was not treated by the lifevest. Per continuous ECG readings, the patient was in vf at the time of the non-treatable rhythm/device shutdown at 20:45:23. The response buttons were pressed before the initial treatment delivered and after the last treatment delivered. The response buttons functioned appropriately. The patient passed away on (B)(6) 2020.